Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that invos was being used during an aortic valve replacement surgery on a patient with no anamnestic history who was suspected of marfan syndrome. Following the procedure, the patient was transferred to the ICU and was controlled by a ventilator. Several hours later, a spasm occurred, and the patient passed away. Invos was not used in the ICU, but the customer found the expired patient had global cerebral ischemia by CT.